Event description:
The patient's niece called lifescan (lfs) alleging that her aunt's meter does not power on. Medical affairs has been unable to get in contact with the patient or niece and sent a letter to obtain more clinical information. The patient visited her physician because the meter would not power on; however, niece did not know if the pt was treated at the physician's office. The batteries were replaced less than a year ago and the battery contacts are in good condition. There is no information if the patient experienced symptoms prior to testing or how long the meter did not power on for. Customer service sent the patient a replacement meter. Based on the info provided, this case is being reported as a malfunction, since the power issue with the meter was not resolved.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.